Event description:
The account alleged that the right bed function siderail cable is cut exposing the bare metal wires within the cable.

Manufacturer narrative:
The account indicated that the wire ties were missing that hold the cable in place and most likely contributed to the cable being cut. The technician replaced the siderail cable to repair the bed.